Manufacturer narrative:
Ge healthcare's investigation determined that the reported complaint is a result of user error. This complaint has been determined to be "not reportable" based on this new information. The customer replaced the external suction jar. Ge healthcare performed a checkout of the device and it was returned to service.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the suctioning of the unit is not working. There was no reported patient involvement.